Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (249-300 mg/dl). The pump supplies were changed and a bolus was delivered to address the high bg. The cause of the high bg was not known. A pump system check was performed and no device issues were identified. The customer declined to remove the infusion set site as it had been changed 4 times. The customer was to discuss the high bg with a healthcare provider.